Manufacturer narrative:
A customer from the united states, (B)(6) hospital center, reported that while disposing of spus of the cobas® ampliprep/cobas® taqman® hiv-1 test, version 2.0 in a biohazard container, the contents of an spu splashed on the left side of the technician's face on (B)(6) 2017. The technician was uncertain if any contents got into her eye but she did appropriately use the eye wash for at least 7 minutes. However, the technician started experiencing pain and inflammation in the left eye and went to the emergency room. The customer did not provide any information on the extent of her injuries but stated that she was put on an undisclosed medication for a 1 month period. No information was provided regarding what personal protective equipment (ppe) she was or was not wearing. It was confirmed that the contents of one spu splashed on the technician's face and no further information could be provided. The operator¿s manual, the cobas® ampliprep instrument manual v2.0, was reviewed and indicated that used spus contain potentially biohazardous waste and contact with biohazardous waste solution may result in infection. Additionally, it contains clear instructions on how to properly dispose used spus (see guidelines for disposal of used spus page 78): 1. Wear a laboratory coat, disposable gloves, and safety glasses with side shields (or goggles) when disposing of used spus. 2. Hold the rack of spus within six inches over the top of a biohazard contained containing a waste bag or directly over a waste bag. The spu rack should be facing up and tilted at an angle (20°-45°) from vertical so that the opening faces away from the operator. 3. Slowly remove one spu at a time, and gently drop it into the biohazard container or waste bag. Hold the spu at an angle (20°-45°) from vertical with the opening facing away from the operator. 4. Check the level of waste in the biohazard container, and empty or replace the container when it is half-full. The safety data sheet for the cobas® ampliprep/cobas® taqman® hiv-1 test, version 2.0 also has specific instructions on how to handle the hazards in section 4 fist aid measures; in case of skin contact: if skin irritation persists, call a physician. If on skin, rinse well with water and if on clothes, remove clothes. Small amounts splashed into eyes can cause irreversible tissue damage and blindness; in the case of contact with eyes, rinse immediately with plenty of water and seek medical advice. Continue rinsing eyes during transport to hospital. Remove contact lenses, protect unharmed eye and keep eye wide open while rinsing. If eye irritation persists, consult a specialist. Furthermore, the warnings and precautions section of the package insert for the cobas® ampliprep/ cobas® taqman® hiv-1, v2.0 (mn:05328276001-06en, doc rev 6.0) indicates to wear eye protection, laboratory coats and disposable gloves when handling any reagent. Avoid contact of these materials with the skin, eyes or mucous membranes. If contact does occur, immediately wash with large amounts of water. Burns can occur if left untreated. If spills of these reagents occur, dilute with water before wiping dry. All of these labeling have clear instructions on the hazards and ppe to be used along with first aid support. The UDI for the cobas® ampliprep/cobas® taqman® hiv-1 test, versio 2.0 is (B)(4). (B)(4). The instrument manual, the test's instruction for use and the material safety data sheet have clear instructions on the hazards and ppe to be used along with first aid support.

Event description:
A customer from the united states, (B)(6) hospital center, reported that while disposing the sample processing units (spus) from a cobas® ampliprep/cobas® taqman® hiv-1 test, version 2.0 test run in a biohazard container, the contents of an spu splashed on the left side of the technician's face. The technician was uncertain if any contents got into her eye but did appropriately use the eye wash for at least 7 minutes. However, the technician started experiencing pain and inflammation in her left eye and went to the emergency room. The technician did not provide any information on the extent of her injuries but stated that she was put on an undisclosed medication for a 1 month period. No information was provided regarding what personal protective equipment (ppe) she was or was not wearing.